Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited pacing inhibition. The patient's heart rate went down to twenty-four beats per minute (bpm). Attempts to obtain additional information were unsuccessful. The device and rv lead system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.